Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for a procedure using a large flexnav delivery system. During procedure, following an initial partial recapture of the valve while full re-sheathing of the valve, the inflow edge failed to enter the valve capsule, despite attempts using the micro-adjustment wheel. A kinking of the valve capsule was observed. There was no issues noted on the valve. A new 35mm navitor vison valve and large flexnav delivery system were chosen and completed the procedure. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as interaction between anatomy and the device, contributed to this issue. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.